Manufacturer narrative:
Customer return sample / photo and/or retain evaluation summary: there were no tubes returned for testing. Investigation conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. CAPA (B)(4). Date of event is unknown, the awareness date is used in its place.

Event description:
It was reported that overfilling was occuring with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. No injury or medical intervention reported.